Event description:
It was reported by the rep the device was used during a thoracoscopy. It was reported the surgeon said the stapler cut but did not staple. No further info was available. There was no consequence to the pt.